Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a closure of an unspecified vessel using a prostyle device. Reportedly, a suture break occurred. After deployment, the foot of the device was unable to be closed and the device became stuck and partially broke. Access was made contralaterally to remove the broken part of the device. A covered stent and surgical suturing were used to achieve hemostasis. There was a clinically significant delay in the procedure or therapy and the patient required prolonged hospitalization due to the issues with the prostyle device. No additional information was provided.

Event description:
Subsequent to the initial reports, the following additional information was received.it was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve implantation procedure. Reportedly, a large amount of vessel damage occurred as a result of the foot failing to close which resulted in the need for the covered stent. A snare was used to retrieve the separated distal guide contralaterally. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The material separation of the guide was confirmed. The reported difficult to open or close could not be confirmed due to the condition of the device. The entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of reported difficulties and the subsequent treatments are due to the circumstances of the procedure. In this case, it is possible the insertion angle and/or an interaction with patient anatomy due to manipulation of the device during needle deployment resulted in the device guide break which led to the entrapment of the device. The guide break would also contribute to the difficulty to open and close the device. This condition of the device leading to the subsequent treatments. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4 - lot number updated d4, h4: expiration and manufacturing dates h6- health effect clinical code 4582 removed.